Event description:
Same case as MFR's report#6000093-2006-00899. During an angioplasty procedure of the subclavian artery, the ultra-thin diamond balloon catheter was deflated and could not be withdrawn through the introducer sheath. The procedure was completed with this device. No pt complications were reported. The pt condicion is reported as 'fine'.